Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of the outer jacket of the cable being broken and exposing the internal wires before the strain relief, confirming the reported event. In addition, the battery failed functional testing as a result of exhibiting high max error, indicative of a unit that is out of calibration, and exhibiting a high cycle count, indicative of a communication error between the battery and controller. These observations are considered not related to the reported event. A possible root cause of the reported event may be attributed to user mishandling and wear and tear from prolonged use. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about visible cracking in the outer coating of their battery cable. The cracking was verified on site upon assessment. The event is not associated with any alarms. The battery was exchanged with no reported patient consequences. No further information was provided.